Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that since their battery was replaced in june, their stimulation is not in the right place. Caller stated they feel the vibration in their butt and not in their left foot and leg where it should be. Caller added that they are working with a neurosurgeon and are going to have surgery to have a paddle lead placed instead, but they need to have an MRI first. Caller stated they don't use the stimulation because it's not in the right area and because they had a hard time getting the battery to stay charged. Caller added that the battery in their body is not in a good spot and seems to go "in" a little bit and "right down." Caller stated it was difficult to charge the battery because of it's positioning and sometimes they just can't connect to it. Caller to continue follow up with hcp as planned.